Event description:
It was reported that the fully inserted intraocular lens (iol) was explanted from the patient's left eye (os) during a secondary surgery. The issue was first identified after implantation. No medical attention was sought. No incision enlargement, suture, or vitrectomy was required. There was no delay in procedure. Directions for use were followed. The product is not available for return. Through follow-up it was learned that the patient was very unhappy with os vision. The patient was experiencing ghosting of letters and felt that the reading vision was compromised, however the patient reported that os distance vision was fine. The patient also reported halos when driving at night time. The patient's symptoms of halos were first noted on (B)(6) 2022. A non johnson and johnson iol was implanted as replacement (different diopter of +20.5). There was no patient injury. The patient is doing great post-operatively. No further information was provided.

Manufacturer narrative:
(Patient weight) and (ethnicity): unknown; requested but not provided. The device is not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.